Event description:
Customer reported experiencing a high blood glucose event, with the specific value being unknown but indicated as "high." To resolve the high blood glucose, the customer changed the infusion set and cartridge and had the control iq feature turned on during the event. Frequent occurrences of high blood glucose were reported, and although follow-up efforts were made, they were unsuccessful in reaching the customer for further assistance.